Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that they have been getting an alert 113 reduced water temperature control in an arctic sun device. Patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.2c, water flow rate (wfr) was 1 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4 system hours were 2609.2 and pump hours were 2542.0. Confirmed they have an alternate device available. Advised to swap out to alternate device and walked through set up. Noted to send this device to biomed labeled 113 (reduced water temperature control).

Event description:
It was reported that the nurse noted that they have been getting an alert 113 reduced water temperature control in an arctic sun device. Patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.2c, water flow rate (wfr) was 1 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4 system hours were 2609.2 and pump hours were 2542.0. Confirmed they have an alternate device available. Advised to swap out to alternate device and walked through set up. Noted to send this device to biomed labeled 113 (reduced water temperature control).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.